Manufacturer narrative:
The subject device was received and evaluated. The customer reported leak issue (failed leak test) was confirmed. Device inspection and evaluation found severe channel leak (biopsy). No image, b30 scope communication error code observed during testing. Physical damage noted. Furthermore, the following findings during device evaluation were noted : abnormal degree of angulation (wrong direction). The bending rubber is stretched and sticks to the protuberances and hollows on the skeleton of the bending section. Collapse/buckling/depression/scratch/cut/wrinkles of the insertion section. Forceps get caught while inserted. Control body (scratches noted) loss of the scope ID information. Objective lens cracking / scratch-no sharp edge (cracked). Lg (light guide) lens (melted). Cracking/scraping/burr/scratch/deformation of the distal end (no sharp edge). Adhesive of distal end or bending section is chipped/lifted abnormal appearance of the connector . All switches do not work (operable on the keyboard) abnormal appearance of the control section including the switch . Unable to attach leakage tester scratches on the ccd unit (including ccd shrink tube and ccd cable) / torn of ccd cable cover. Insufficient light output when switching to nbi (narrow band imaging). Perforation (handling problem). There is a trace of fluid invasion in the device (e.g. Internal rust or corrosion). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of failed the leak test. The issue found during reprocessing. There was no patient harm, no user injury reported due to the event. Device evaluation found an error b30 (scope communication error) and no image (black image).

Event description:
This report was submitted for the b30 scope communication error / loss of image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5, e3, and g2. Please see updates to b5, e2, e3, g2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error / loss of image was caused by internal parts being corroded due to moisture/water invasion from the leakage in the device. Furthermore, it¿s probable there was bad electrical contact and/or a contact failure that occurred at an internal circuit board of the scope connector. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.